Manufacturer narrative:
At this time, the suspect component is not available for return. Due to the part not being available to be returned, no further evaluation can be completed at this time.

Event description:
The customer reported while using the vela ventilator; the device stopped during patient-use. The customer reported being unable to duplicate the reported event. The customer reported the events log displays circuit disconnect, low peak inspiratory pressure, and low tidal volumes events. The customer reported the trend shows inspired tidal volume was zero at the time of the event. The customer reported there is no patient consequence associated with the event.